Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device was hot to touch. There were no reports of any adverse pt events and no reported delays or critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.